Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 100-105mg/dl- fasting. Strip expiration date is 07/22/2018 and strip open date is month of (B)(6) 2015. Strip storage is correct. Reviewed meter memory: a 80mg/dl, (B)(6)2015 10:05:00 am, fasting:yes. A 83mg/dl, (B)(6)2015 09:08:00 am, fasting:yes. A 72mg/dl, (B)(6)2015 02:21:00 am, fasting:yes. A 86mg/dl, (B)(6)2015 08:39:00 am, fasting:yes. A 87mg/dl, (B)(6)2015 07:06:00 am, fasting:yes. Memory concerns:72mg/dl. Customer is comparing trueresult meter to doctor's meter on (B)(6)2015 - 10:05am - fasting; results are 80mg/dl on doctor's device and 105mg/dl on trueresult meter. The customer has not had any changes in her diet and she takes metformin to manage her diabetes.